Event description:
It was reported that the patient had medical issues that required her hcp to remove her implant to treat. It was noted that the patient had been pain free for the last two years, and hadn't used the scs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 377675 lot# v010031, implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 37082-20 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3487a-56 lot# v106106, implanted: 2008 (B)(6), product type lead product ID, 3487a-56 lot# v153177, implanted: 2008 (B)(6), product type lead. (B)(4).